Manufacturer narrative:
Follow-up #1: date of submission 02/06/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 01/21/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a display with pinkish contrast. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the display issue, the pump casing was found to be damaged near the upper right hand corner between the display lens and the case seal.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim. No additional information was available. Attempt by customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.